Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The list number for the device in use is unknown. The customer identified two possible list numbers 16026 and 16027.

Event description:
The customer contact reported a delay of critical therapy during an alarm condition. At an unspecified date and time, the device was programmed to deliver an unspecified concentration of dopamine at a rate of 10mcg/kg/min and the delivery was started. No further programming parameters were provided. In 2008, at an unspecified time, the device sounded an audible alarm tone. During the alarm condition, the nurse reported that "patient may not tolerate time without drug"; however, there were no reported adverse patient effects. No medical interventions were required. It was reported that after the alarm condition cleared, therapy was resumed using the same device. Though requested, no additional information was provided.